Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was not reported. It was not reported if the patient was hospitalized for the event. It was not reported if the hernia was present prior to pd therapy or worsened with pd therapy. Treatment was not reported. At the time of this report the patient outcome of this hernia event was not reported. Action with pd therapy was not reported. Additional information was unable to be obtained.

Manufacturer narrative:
Complaint no: (B)(4). It was reported the hernia was specified as an umbilical hernia. The caregiver reported the cause of the umbilical hernia was due to ¿lifting heavy boxes because they had just moved to a new home.¿ this umbilical hernia was diagnosed after the start of peritoneal dialysis (pd) therapy and had worsened with pd therapy. Seven days prior to receipt of this report, the patient underwent hernia repair as treatment for the hernia. At the time of this report the patient was recovering from this hernia event. Should additional relevant information become available, a supplemental report will be submitted.